Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Welding around the ports, exit port and y-connector ports were in good condition. There was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. It was performed visual inspection of perimeter sealing and port sealing, and no void, hole or was found. The zip tie that holds the plate was inspected and was in good condition. During sample evaluation it was verified that the plate was able to be opened and closed. Based on the present analysis, the reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that it seemed the tube connected with the reservoir was torn and air leaked from the torn position. What do you mean by tube? I meant drain. Was the drain attached to the reservoir torn? Yes. Was the input port or any part of the reservoir torn? No . Please state clearly what was torn. -it was reported there was damage, like a cut. How was the case completed? No information.

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the reservoir inflated instantly, when trying to start suction. It was also reported that the reservoir was not torn. There were no adverse consequences reported.